Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the procedure log confirmed the surgical procedure was performed on (B)(6) 2022 matching the documented event details. In addition, the device information cannot be verified through the system log review at this time due to insufficient product information, and the system was not connected to the network. A video recording of the procedure was received. A review of the submitted video was performed by the regulatory post market surveillance (rpms) specialist. The video confirmed that the harmonic ace instrument blade broke off and fell inside the patient. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported due to the following conclusion: during a da vinci-assisted distal gastrectomy surgical procedure, it was alleged that the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace instrument blade was fractured, and then the blade broke off and fell inside the patient. The surgeon was activating energy at the time of the event. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed a follow-up and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument performed as intended up until it broke. After the instrument blade broke off and fell inside the patient, the fragment was located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed that there was no patient harm, injury or adverse outcome. The instrument was reportedly sent back to isi for evaluation, but it has not yet been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken instrument blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.126¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The common cause of the broken blade is typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The harmonic ace instrument information cannot be verified through the system log review at this time as it was not registered on the system. The harmonic ace instrument is a single-use device.